Event description:
It is reported that the device broke on june 16th, and that the pt fell after the break and was badly bruised. Gross fracture to the proximal femur due to the breakage. Had to cut broken zmr with midas rex, and place trephine over, along with semi flexible osteotomes to remove.

Manufacturer narrative:
This report will be amended when our investigation is complete.